Event description:
According to the available information, the saffron anchors pulled out on both sides when attempting to tie down the sutures. It was felt that the anchors were properly deployed and implanted in the ssl [sacrospinous ligament]. It was noted that one of the anchors had deformed barbs. The anchors were replaced with sutures. The patient was reportedly doing well post procedure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The additional anchor referenced in b5 is captured under a separate medwatch report.